Event description:
The account alleged the side rail will not latch in the raised position. No injury reported.

Manufacturer narrative:
The account replaced the side rail end tube, bolt and nut and the ratchet rivets to resolve the issue.